Event description:
User received a discrepant glucose result for one pt sample. Initial result was 50 mg per dl, repeat result was 95 mg per dl. The user then repeated the sample 20 times and got consistent results of 93-95 mg per dl. The erroneous result was not reported.

Manufacturer narrative:
The field service rep determined there was an intermittent mechanical failure and replaced the transfer head valves for probe c. The user calibrated as needed and ran controls with results all in range.